Manufacturer narrative:
Date of event: (B)(6) 2015. MFR date: 05/2014. Based on the available information, this event is deemed a reportable malfunction. It is unknown if there was any patient injury. Additional patient/event information has been requested. However, no additional information was available at the time of the report. A quality complaint investigation was performed. A used tracheostomy tube fitted with a pvc bullet valve, connector, and neckstrap assembly of corresponding size was received for evaluation. The product was examined closely and no visual defects could be observed. The balloon could be easily inflated with air via a luer tip syringe inserted into the bullet valve and kept aside for 24 hours to check for leakage. No leakage could be observed. Deflation was easy and normal. The balloon was re-inflated with air and the entire tube was submerged into a beaker of water. No leakage could be observed either on the tube, pilot balloon, pilot assembly, or neckstrap assembly and balloon as no air bubbles could be seen. The entire tube was submerged into a beaker of water, air was introduced via the machine end of the connector with a big syringe and the open end of the tip was closed. Air bubbles could be seen escaping away from the surrounding of the main tube joint indicating that there is potential of leakage at this area. Colored water was introduced to the tube via the machine end of the connector and it drained out of the area. Close examination of the tube under magnification revealed that there is a small gap at the main tube joint area. This defect most likely due to improper inserting/joining the tube end depth to the neckstrap assembled during gluing of neckstrap assembly to main tube process causing a void in between the tube and neckstrap assembled. Reviewing of the assembly work order reveal 1.7% of lumen test defect during the 100% inspection and the defective part was rejected and discarded. The analysis on the returned sample provided was tested and did not perform to our specifications. Related personnel will be informed and an internal nonconformance will be created to address this confirmed issue. No additional information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on september 01, 2015.

Event description:
It was reported and received via photo on (B)(6) 2015, that "air leakage was noted around the connector just a while after use".